Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable. However, no reports of patient or staff injury were reported.

Event description:
The customer reported, the system displayed an error code message when attempting to save patient images. No report of patient injury.